Event description:
Additional information received (B)(6). 2022. It was confirmed that the device did make patient contact. The device was replaced to complete the procedure no adverse effects or additional procedures for the patient were reported.

Manufacturer narrative:
Additional information: b5, d9 (product received) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that the "wire pulled off from the biliary drainage catheter" from a cook ultrathane mac-loc locking loop biliary drainage catheter. It was later clarified that the phrase "wire pulled off from the biliary drainage catheter" meant the suture separated from the locking hub after placement. No adverse effects to the patient were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Procode: additional product codes: lje, gbo. Initial reporter name and address: customer (person): postal code: (B)(6). Phone: (B)(6). PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: upon further review, it is believed that the suture separation occurred during the initial placement of the device, and not after the conclusion of the procedure, as previously reported. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. A new device was opened to complete the procedure successfully. Suture breakage/separation that occurs prior to patient contact, during the procedure, or during the locking of the mechanism is currently considered not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or product malfunction. A detailed search of current reporting software has confirmed that a suture breakage during the placement or locking of the mechanism has not led to patient injury or harm. With this information, the event will no longer be considered reportable, and no additional reports will be provided regarding this incident. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.